Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported patient reported with a seroma at their catheter revision site on their back. The patient has no headaches or increase in pain.